Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging seeing particles in the humidifier, headaches, nausea, dizziness, lightedness (light headedness), nasal congestion, nasal drainage, wheezing in lungs throughout the day related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. Contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Dark contamination appearing consistent with keratin contamination observed. Pil is unable to directly address the symptoms addressed in the complaint. Pil is unable to assess the complaint against the humidifier as no humidifier was returned with the device. Pil can confirm the presence of contamination in the airpath consistent with keratin suggesting a source external to the device. Pil found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of contaminants.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.